Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium and air flows back into the side port issue occurred. It was reported that there was air leaking around the valve on the vizigo¿ sheath. Air was not being introduced into the patient. It was discovered while the physician was aspirating, immediately following sheath insertion, to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. The sheath was replaced, and the procedure was continued and subsequently completed. No adverse patient consequence was reported.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 01-jun-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flows back into the side port issue occurred. It was reported that there was air leaking around the valve on the vizigo¿ sheath. Air was not being introduced into the patient. It was discovered while the physician was aspirating, immediately following sheath insertion, to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. The sheath was replaced, and the procedure was continued and subsequently completed. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and functional test of the returned device visual analysis of the vizigo¿ sheath, the brim cap, and the hemostatic valve showed that they were in good condition. A flow test was performed as per the bwi procedures, and this failed since a leak was found in the 3-way stopcock luer lock. The manufacturer's supplier was notified, and a deeper investigation was initiated to document the details. Supplier investigation conclusion: this failure mode air leaking around the valve was confirmed. This complaint is deemed manufacturing attributable. The 3-way stop cock valve is a supplied part to the manufacturer. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. A device history record (DHR) review was performed for the finished device 50000032 number, and no non-conformances related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 6-sep-2022. It was reported that the sheath was flushed prior to use with heparinized saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).